Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and had them check if the speaker was making any sound at all or if there was a distorted sound. The rse mentioned to the customer the possible causes of failure and remedy for the alleged malfunction. The rse ordered a main board and speaker assembly to resolve the issue and dispatched a philips field service engineer (fse) onsite to further evaluate the unit. The results of the analysis indicate the unit made distorted sounds and audible but very low. Although the unit produced sound, the fse replaced the speaker assembly and the mainboard to per current process. The unit was fully tested and returned to clinical use. Based on the information available in the case and the tested conducted, the customer's alleged malfunction was not confirmed; the unit made distorted sounds and audible but very low. The problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Additional information was received, at the time of the event the unit produced distorted sounds and audible but very low. As per the definition of non-reportable, diminished or distorted audio is detectable by the user allowing them to implement alternate means of monitoring as warranted. The user would be aware of the problem based upon the sound quality of alarm tones. A philips remote service engineer (rse) interviewed the customer and questioned the speaker's status, making any sound at all or there was a distorted sound. It was confirmed the unit produced distorted sounds and audible but very low at the time of the event. The rse mentioned to the customer the possible causes of failure and remedy for the alleged speaker malfunction error message. The rse ordered a main board and speaker assembly to resolve the issue and dispatched a philips field service engineer (fse) onsite to further evaluate the unit. Once onsite, the fse confirmed the speaker malfunction error message and replaced the speaker assembly and the mainboard to resolve the issue. The unit was fully tested and returned to clinical use. Based on the information available in the case and the testing conducted, philips observed the speaker malfunction error but was unable to confirm the alleged lack of sound. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported the device has a speaker malfunction error message displayed on screen. It is unknown if the device produced sound at the time of the report. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The philips remote service engineer (rse) interviewed the customer and had them check if the speaker was making any sound at all or if there was a distorted sound. The rse mentioned to the customer the possible causes of failure and remedy for the alleged malfunction. The rse ordered a main board and speaker assembly to resolve the issue and dispatched a philips field service engineer (fse) onsite to further evaluate the unit. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.